Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited a remaining longevity that was less than what was expected within a year of implant. Based upon the device settings, and patient medical condition the device will be re-evaluated at a later time. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.